Event description:
The facility reports the caregiver was lowering the resident into a bed when the left leg sling clip came unhooked. The resident leaned back to compensate. The caregiver grabbed his legs, and the sling let loose. She manually lowered him to the bed. All of the clips came loose from the lift support, but no one knows how. No injuries were reported.